Event description:
Information received indicated when the brakes were activated, the casters would swivel.

Manufacturer narrative:
The hill-rom technician stated the casters were worn. He replaced the casters to resolve the issue.